Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that there was a frequently no or intermittent response from the confirmation button. The block mode was not active. They changed the battery but the button was still unresponsive. The customer's blood glucose level was 112 mg/dl. They were advised to discontinue use of the device and revert to a back-up plan. The device will return for analysis.